Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 08/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a "call service (cs) 69" alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 alarm after reboot; the remaining investigation steps were unable to be verified. The "cs69" failure was written as "cs87" failure in the black box. A component failure was found on the printed circuit board.